Manufacturer narrative:
Ge service representative performed an on site investigation. The connection was restored in the interconnect cable. The system was then found to be operating as intended.

Event description:
The customer reported the system shut down when raising the vertical lift. No report of patient injury.